Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for normal follow-up. High out of range pacing lead impedance was observed. The lead was explanted and replaced. The patient was stable following the procedure.